Manufacturer narrative:
D6 - lot number provided is inconsistent with dow corning numbering system.

Manufacturer narrative:
D6 - lot number provided is inconsistent with dow corning numbering system.

Event description:
Patient also alleges removal of both implants is necessary.

Event description:
Patient also alleges removal of both implants is necessary.